Event description:
The physician used a certus 140 model pr probe to create an ablation in the pt's lung. The certus 140 was set to 65 watts and power was delivered for 10 minutes. The ablation proceeded without complication. A CT scan taken to assess the ablation showed an 2.4cm x 2.3cm ablation. No device malfunction was identified or suspected. Following the ablation procedure, the pt developed a bronchopleural fistula that required a chest tube and several days of hospitalization. The pt has fully recovered and has been discharged.

Manufacturer narrative:
Neuwave was informed of this event by the physician. The probe was not returned to neuwave for eval because it was discarded following the procedure. The physician does not believe that the system malfunction. A post-ablation CT scan showed a 2.4cm x 2.3cm ablation zone, which is within the expected ablation range based upon the device labeling. This event is attributed to the technique used by the physician. The device performed as expected. This report is being filed by neuwave due to the severity of the pt injury and out of an abundance of caution. The safety and efficacy of thermal ablation devices, including the certus 140, are heavily dependent upon the skill/technique of the physician. Proper probe placement and power delivery are of utmost importance. Pneumothoraces and bronchopleural fistulas are known complications of lung ablation, with the risk likely increasing when ablation zone extends out of the pleura. Additionally, the angle by which the target is approached impacts the likelihood of thermal damage to non-target tissue. Although physicians/pts may consider that the risk of a fistula is more than offset by the benefit of ablating the target tissue, every attempt should be made to avoid an air leak by using optimal placement technique. The physician who reported this event also reported two similar events from the same time period involving two other pts. Separate mdrs are being filed for those two events.